Event description:
User stated they noticed a small leak on the valve body of the water bottle reservoir. The user changed it for a new one but it was still leaking. The leak was on the floor and the user cleaned it up and was keeping towels on the floor, changing them often to avoid the spill on the floor. No one fell or was harmed. No erroneous results were generated. The field service representative determined the cp of the valve body was leaking due to missing parts after the user replaced the cap. He had the user place a new cap and container on the analyzer. Performance tests were performed.